Manufacturer narrative:
At the completion of the investigation based on the information available, clinical was able to confirm the following; successful endovascular procedure to reline with ovation. The reported 3a was refuted, rather there was inadequate overlap and this was a preventative procedure. Additionally there was evidence to reasonably support the following observations; dilation of the cuff and main body stent cage dilation, endoleak type ii, stent migration, left dissection that required a thrombectomy and patch angioplasty after closure. The most likely cause of the stent migration and endoleak type ii was determined to be anatomy related. A clinical assessment showed that the off label use of neck anatomy and lateral movement contributed to this event. The most likely cause of the dissection, occlusion and surgical repair of the left femoral artery was determined to be procedure / related to the ovation reline coupled with chronic peripheral arterial disease. A clinical assessment showed that the off label use of neck anatomy and lateral movement contributed to this event. Devices remain implanted in the patient and were not returned therefore no evaluation completed. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The root cause is unknown. There is not enough information available to determine the root cause of the reported event at this time. Correction: date of event.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and a suprarenal aortic extension. A follow up showed the patient had a type 3a endoleak. On (B)(6) 2016 the physician elected to implant an ovation main body and two iliac limbs to seal the endoleak. The patient is reported to be in stable condition.